Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: failure of air-in-line sensor involving bd alaris pump model 8100 channel (B)(6) and bd alaris pump infusion set (lot 25093170). Significant amount of solid air (no striping) found below the air-in-line sensor (rn measured solid air-in-line extended 45.5 inches below channel.)

Event description:
No additional information provided.

Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion run was performed at a rate of 100 ml/hr for one hour. No observation of air in line. Air was inserted above the pumping segment. Air in line was detected by the pump. The set was pressure tested with air under water. No leak was observed. The customer complaint was unable to be replicated.